Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Was the leak detected intra-op during the initial procedure or post-op? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What two anatomical structures were connected? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was the staple line visualized endoscopically during the initial surgical procedure? If the leak was post-op, how many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?. This is an analysis for a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a tissue with what appears to be a staple line on it. However, no bleeding or leak could be observed. Based on the video no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported, there was a leakage in the ntlc staple line. Leaking between the staples. Procedure: unknown. Issue occurred post-op.